Event description:
The consumer reported the patient had experienced a loss or change of therapy. Bowel leakage was reported last week ((B)(6) 2016). The patient had increased stimulation but the symptoms had continued. Shoulder surgery replacement had occurred (B)(6) 2016. On the day of the call ((B)(6) 2016), the patient had 3 accidents despite having changed programs 2 days prior. This was considered a sudden change in therapy/symptoms. Additional information received 3 days later indicated the patient continued to have the same issues of no therapeutic effect. A little over 2 weeks later, the healthcare provider (hcp) reported the cause of the lack of therapy and leakage was that the settings were set too low. Troubleshooting involved an impedance measurement. Actions/interventions taken to resolve the lack of therapy and leakage was having the patient increase from 3 to 5.2. The incontinence resolved. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.